Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 (air in set). The reported condition was not confirmed due to lack of sample. Based on the information obtained during baxter's investigation, the root cause of the alarm was not determined. The batch review was not performed because the lot information was unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm, which occurred on the homechoice (hc). The home patient (hp) stated that they had gotten the alarm in last night's therapy and had disconnected and shut machine off. The baxter technical service representative (tsr) had the hp turn machine on and hc went to press go to start prompt. The hp also stated they had removed cassette and discarded supplies. The tsr explained the alarm and advised that machine was ok to use. There was no patient injury or medical intervention indicated at the time of the initial report. Writer spoke to the hp regarding the alarm. She did not know what the cause of the alarm was. She said that she called her rn yesterday, but she was not in. She will follow up with the nurse to let her know about the alarm. The hp reported no injury/infection as a result of this alarm. The lot number and sample were not provided/available.